Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors under fluoroscopy was observed. No electrical anomalies were detected. Lead remains implanted. The patient condition is good.